Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was inspecting the screwdriver, after coming through the wash, he noticed the tip was worn and appeared to be stripped. There was no patient or surgery involvement. This complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. The incorrect date was inadvertently utilized in previous initial medwatch. The correct date is april 2, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part no.: 314.030, lot no.: 3556994: manufacturing location: haegendorf, release to warehouse date: 12.feb.2010: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The screw driver (part: 314.030, lot: 3556994, mfg: 12-feb-2010) was received with the reported condition of ¿stripped/worn/twisted/cross threaded: rm.¿ at customer quality, the returned screw driver (part: 314.030, lot: 3556994, mfg: 12-feb-2010) was inspected and the complaint was confirmed. The following investigations were performed: damage: visual (appearance not as expected): visual inspection performed at customer quality observed that the hex tip edges were slightly twisted and significantly worn. No other malfunctions were identified. The received condition agrees with the complaint description and the complaint was confirmed. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis performed on the corner to corner dimensions of hex tip measured and it falls within the specifications per relevant drawings. While no definitive root cause could be determined, it is likely that over 8 years of consistent usage and any unintended forces encountered by the device during usage or handling could have contributed to worn and twisted complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.